Event description:
Primary stability not achieved, no thread tap used, complication in site preparation (ext. Sinus lift, he buccal lamella is fractured with the last drill ), inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.